Event description:
It was reported that while attempting to print a code-summary during a pt event, the device printed a series of vertical lines on the strip and then cycled power by itself several times. It was also indicated that each time the vital signs were displayed after the power cycled. The reporter then manually cycled the power himself and printed the code summary with no further problems. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. The pcb passed all the functional testing. Further root cause of the reported failure was not determined.